Event description:
It was reported that a little air may have entered the patients' vessel. During percutaneous coronary intervention (pci), an opticross imaging catheter was used to visualize the target lesion in the moderately calcified and tortuous left circumflex artery. The image went gray for a few seconds at the start of the procedure. The catheter was flushed during pullback. The physicians' perception is that it "sends a little bit of air into the patients' vessel". It is unknown if there are actual air bubbles going into the patient. It was also noted that there was a leaking tube on the stop cock assembly which kept the catheter stop cock from "backing off". The physician feels that it is a catheter system issue. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).